Event description:
It was reported "according to the doctor the butterfly sheath broken and hemostatic valve came out." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Definite signs of use were observed on the sheath. The sheath extrusion was torn down the entire length of the extrusion along one side. The photo revealed that the point of tearing was irregular and not along the intended score lines. The seal was additionally separated from the sheath assembly, which may be correlated with the sheath tearing incorrectly. Despite this, the sheath extrusion was still molded to both tabs. Therefore, based on the customer photo, the complaint of a sheath tearing incorrectly was able to be confirmed. A device history record review was performed and relevant findings were identified. For material number c-70013-003, a supplier corrective action request (scar) was opened for the failure mode "peel away tears incorrectly". The instructions for use (IFU) provided with this kit informs the user, "precaution: dilators and catheters should be removed slowly from sheath. Rapid removal may damage valve resulting in blood flow through valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the customer photo. The returned sheath did not separate along the score lines as intended. The sheath is manufactured by a third-party supplier. A device history record review additionally revealed relevant supplier related findings. Therefore, based on the investigation performed, the supplier caused or contributed to this defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "according to the doctor the butterfly sheath broken and hemostatic valve came out." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".